Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that sparks are scattered when the merlin@home transmitter's power was turned on. The metal fitting on plug burned out. There was no patient consequences.

Manufacturer narrative:
The field complaint of the transmitter's metal fitting on the plug being burnt was verified. The visual inspection verified that the power plug on the ac power adapter was melted; however, there was no other damage present to the transmitter or to the ac power adapter. The transmitter functioned as it should once the melted plug was replaced with the testing plug.